Event description:
A patient reported they were unable to read entire result. Their one touch profile meter allegedly had a discolored display. The result on their meter was 131 mg/dl. The result on the other meter was 180 mg/dl. The time difference between patient's meter and the other meter was 20 minutes. Not treated. No further information has been reported.